Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently re-opened and ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on december 8, 2017: it was reported that hemostasis was not achieved with the angioseal. They were able to hold pressure and the patient successfully stopped bleeding post-op. No further complications were reported. It was confirmed that they physically saw the sample and that the anchor is still in the angioseal sheath. Therefore, it was not left in the patient. It was reported that the collagen was not tamped down and deployed due to not existing the sheath upon application.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide that the additional information provided on follow up 1 didn't change the investigation results that were on the initial report.

Manufacturer narrative:
Patient identifier - unknown . Age & date of birth - appeared around 65, date of birth was unknown. Weight - appeared around 180. Ethnicity - not provided. Race - not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an experienced user of angioseal evolution deployed the device. The anchor appeared to be deployed, but the compaction tube did not advance. The following information was provided by the user facility: this resulted in the doctor not being able to see the green marking to know when to stop pulling. The doctor pulled additionally 3 times with the patient and still saw no compaction tube advance. Patient was in pain, but appeared to be ok. The doctor was extremely concerned that the anchor may have traveled down the leg. It was reported that the procedure outcome appeared to be successful. For closure they held pressure as oozing was still present. Additional information was received on 11/17/2017: it was reported that the patient did not have surgery to remove the displaced anchor. Whether or not it moved, the facility can't confirm.